Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the cuff not functioning as a result of a connector issue causing the patients incontinence to return. The aus remains implanted and active and the cuff connector was adjusted. There were no patient complications and the cuff was functioning following activation.